Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a (B)(6) "many months ago". At the time of this report, the pump was alarming due to a missed refill. The pt was experiencing issues with her legs and withdrawal. The pt was admitted to the hospital and seen by the pain team. Unspecified meds were being started in addition to ativan and clonidine. A pump refill was being arranged. The pump was used to deliver dilaudid and bupivicaine. Per the reporter, the pt was planning to talk to the healthcare professional about explant. It was also noted that the pt had "mental health disorders." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.